Manufacturer narrative:
Concomitant medical device: dtba1q1 device, implanted: (B)(6) 2016; 4298-88 lead, implanted: (B)(6) 2016. This lead was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead showed a confirmed lead fracture, along with oversensing of noise. It was noted the rv lead was partially capped and reconfigured; a single-coil rv lead was implanted to replace the lead and a portion of the dual-coil rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.